Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023, the procedure was completed without malfunction and adverse event. Injection was performed on right lobe and left lobe for one, and also for middle lobe for two times without bleeding. Two days after procedure the patient was discharged. On (B)(6) 2023, minor lower urinary tract symptom (luts) was confirmed on patient and no treatment was performed. Then, on (B)(6) 2025 first follow-up was implemented and luts was confirmed on patient. There is no information about the treatment. Then, on (B)(6) 2023 minor luts symptom was confirmed on the patient. Also, catheter was placed, and medication was administered.

Event description:
It was reported that the patient underwent a water vapor therapy procedure on (B)(6) 2023, the procedure was completed without malfunction and adverse event. Injection was performed on right lobe and left lobe for one, and also for middle lobe for two times without bleeding. Two days after procedure the patient was discharged. On (B)(6) 2023, minor lower urinary tract symptom (luts) was confirmed on patient and no treatment was performed. Then, on (B)(6) 2025 first follow-up was implemented and luts was confirmed on patient. There is no information about the treatment. Then, on (B)(6) 2023 minor luts symptom was confirmed. It was indicated previously that a catheter was placed, and medication was administered to the patient; however, additional information revealed that the management of urinary dysfunction that was manifested on (B)(6) 2023 was performed by medication alone and no catheter was placed.

Manufacturer narrative:
Correction to field b5. Describe event or problem correction to field h6. Impact codes. The device is not available for analysis as the device was disposed by healthcare facility; therefore, no physical analysis of the product could be performed. There was no reported device performance allegation. Device history record review was completed, and it was confirmed that the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A review of the device instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed using rezum system hazard analysis and confirmed that the event of urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, an investigation conclusion code of known inherent risk of device was assigned to this investigation.